Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg would not take a charge. The physician was not sure if there was malfunction with the ipg. The patient underwent an ipg replacement procedure and did well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint was not confirmed. Device was normally charging and discharging prior the explant procedure. Post explant, the battery depletion rate measured 646mv per day, this exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signals that can damage the aic-u1, reference (B)(4). The use of electrocautery during the explant resulted in the rapid battery depletion rate of the ipg.

Event description:
A report was received that the patient's ipg would not take a charge. The physician was not sure if there was malfunction with the ipg. The patient underwent an ipg replacement procedure and did well postoperatively.